Manufacturer narrative:
Device analysis for lead (B)(4) revealed the proximal end insulation was broken under the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was defective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) reporting that during the procedure the lead had been placed subcutaneous. When trying to connect the lead to percutaneous extension, the physician noticed that the contact rings were not firmly connected to the lead body. The lead wires were flexible against the contact rings. There were no external contributing factors. No diagnostics/troubleshooting was performed. The action taken to resolve the event was replacement of the lead. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.